Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was around 30 mg/dl. The customer reported they were also hospitalized because they were on suicide watch. The customer stated they were released on (B)(6) 2014. No additional information provided.